Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample syringe, the reagent, the peristaltic pump tubing, and downloaded parameter firmware. The cse performed empty and fill cuvette testing and ran precision testing, which were acceptable. The cause of the discordant, false positive thcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false positive total human chorionic gonadotropin (thcg) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. Due to the discordant result, the physician examined the patient but did not find an indicated pregnancy. The customer repeated the sample on the same instrument, resulting negative. The patient was also tested with a urine pregnancy test, resulting negative. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive thcg result.